Event description:
It was reported that this device was found with a note indicating that the device had misfired. No one could identify which case the device was used for.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Cartridge pan dislodged. Additional information was requested, but unavailable: the analysis results found that one device was returned with no visual non-conformances and with the ecr45b reload pan was found lodge inside the channel. The pan was removed from the channel and the device was tested for functionality in the articulated position with a test reload. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were note to have the proper b-formed shape. While no conclusion could be reached as to how the pan became dislodge from the reload, in addition it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). The batch record was reviewed and no anomalies were noted during the manufacturing process.